Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 at around 8:45 pm, she had suffered a hypoglycemic event. Patient did not lose consciousness but couldn't recall her husband giving her orange juice. Patient claims that receiver was reading 150 mg/dl while her bg was around 20 mg/dl, right around the time of the hypoglycemic event. Paramedics were called and patient was administered an IV. During her call to dexcom technical support, patient reports that she was feeling better.